Event description:
Cidex plus splashed in user's eye. She was not wearing protective eye wear. She rinsed well and then went to an ophthalmologist. She states that there does not appear to be permanent damage. She called to request an mdsd for her file.